Event description:
Spacelabs received a report that an alarm on a bedside monitor did not sound during a procedure.

Manufacturer narrative:
Data retrieved from the monitoring system clearly documented that a low heart rate limit alarm violation was recognized by the system and an alarm activated on (B)(6) 2010 at 12:40:46 am. The incident report stated that the staff was expecting a high priority alarm but the monitor was set to provide a medium priority alarm. The alarm tones were set to a very low volume and alarm recordings was turned off. The hospital did continue to use the monitor and documented that the monitor performed without incident. The monitor was tested at the hospital by spacelabs and the hospital biomed and performed to specification. No one has been injured as a result of this issue. The hospital is continuing to use the equipment. Follow-up training of the hospital's clinical education staff was conducted on (B)(6). We have concluded that no further action is required and consider this issue closed.